Manufacturer narrative:
No UDI is provided as product was discontinued prior to gudid implementation timeline.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the system98 intra-aortic balloon pump (iabp) flask filling failed. The unit was replaced with another one and the iab catheter was replaced too. There was no injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4(version or model, catalog), d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced blood detect tubing, purge valve assembly, safety disk, crm assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.